Manufacturer narrative:
Argus case (B)(4).

Event description:
Burning sensation on mouth tissue [burning oral sensation]; pain [pain]; insomnia [insomnia]; sjogren's syndrome [sjogren's syndrome]; product is too strong for her [ill-defined disorder]; attacking her nerves [nervous system disorder]. This case was reported by a consumer via call center representative and described the occurrence of burning oral sensation in a (B)(6) old female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number u8c211, expiry date 29th february 2020) for dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced burning oral sensation, pain and insomnia. Biotene moisturizing mouth spray (2013 formulation) was discontinued (dechallenge was negative). On an unknown date, the outcome of the burning oral sensation, pain and insomnia were not recovered/not resolved. It was unknown if the reporter considered the burning oral sensation, pain and insomnia to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Consumer used the product for 3 years and since day one it was burning the tissue of mouth because of the mint in the product. It regularly hurt everytime she used the product since day one. The doctor had recommended to her and she need it. She can stop using the product because she was taking medication and was recovering from surgery. She saw her doctor regularly and since there was nothing else to use for dry mouth she was obliged to use despite it hurt her and lost sleep at night. She used it every night before going to bed. She used a product long time ago called moister and it was no flavor, then discontinued the product. Follow up information was received on 05 aug 2019: on an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced sjogren's syndrome (serious criteria gsk medically significant), ill-defined disorder and nervous system disorder. On an unknown date, the outcome of the sjogren's syndrome, ill-defined disorder and nervous system disorder were unknown. It was unknown if the reporter considered the sjogren's syndrome, ill-defined disorder and nervous system disorder to be related to biotene moisturizing mouth spray (2013 formulation). The consumer stated she had sjogren's syndrome and since it was attack her nerves, she felt that the biotene was too potent for her, she had to cut it with water, which diminished its efficacy.